Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient may have been sensing pacing from the transvenous right atrial (ra) lead on the left ventricular (lv) channel. The patient's lv pacing thresholds were known to be high, and there were also questions about whether lv loss of capture was occurring. Of note, the patient's lv lea is a competitive product. The boston scientific crm technical services department discussed options of increasing the pacing rate or reprogramming the pacing configuration of the transvenous lv lead. Additional information indicates that the patient became very disoriented, and would not allow any boston scientific crm field representatives back into his room. The patient developed a ventricular tachycardia (vt) and subsequent cardiac arrest and had to be intubated. It was reported that the patient passed away the next day.

Manufacturer narrative:
Several requests were made to the field in an attempt to gather additional information; however, no additional information is available at this time. It is unknown whether the device was explanted post-mortem, as it has not been returned to boston scientific crm. This event will be updated if any additional information is received.